Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews was not performed because specific failure mode for this complaint was not provided. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a right common femoral vein with a prostyle device using the pre-close technique with a large-bore sheath hole prior to an interventional mitraclip implantation procedure. The marker lumen was successfully flushed with saline prior to use. Reportedly, when it was advanced into the anatomy no blood flow was observed at the marker lumen. The device was rotated a little, but blood flow was not observed. The suture of a new prostyle device was successfully pre-placed. The mitraclip implantation procedure was completed without upsizing the sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.